Manufacturer narrative:
Complaint conclusion: as reported by the open study, the patient underwent revascularization of the target vessel (mid superficial femoral artery and distal superficial femoral artery) approximately eight months ((B)(6) 2013) post implantation of an unknown smart flex. The lesion was treated with a non-cordis stent and the procedure was successful. The patient was discharged on anti-platelet or anti-thrombin medications. On (B)(6) 2014, the patient presented for study visit with worsening claudication with abnormal abis and arterial duplex us of left leg. Medical management was administered until (B)(6) 2015 when angiography showed 100% occlusion of the long stent complex in the left superficial femoral artery (sfa). The patient was diagnosed with in-stent restenosis. The patient was referred for femoral-popliteal bypass surgery and had this successfully done on (B)(6) 2015. The event was classified as moderate in severity and definitely related to the index procedure and device related. The event was resolved. At the time of the index procedure, the smart stent was implanted to a single denovo lesion in the femoro-popliteal artery including the entire extent of the superficial femoral artery and the proximal portion of the popliteal artery extending to the medial condyle 3 cm above the knee joint. Greater than 70% diameter stenosis and/or occlusion based on site-determined visual angiography. There were no issues with the study device and the patient was discharged the next day. The product remains implanted in the patient and thus is not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. The patient was at high risk for progression of disease due to medial history including hyperlipidemia, hypertension and current smoker.

Event description:
As reported by the open study, the patient underwent revascularization of the target vessel (mid superficial femoral artery and distal superficial femoral artery) approximately eight months ((B)(6) 2013) post implantation of an unknown smart flex. The lesion was treated with a non-cordis stent and the procedure was successful.  The patient was discharged on anti-platelet or anti-thrombin medications. On (B)(6) 2014, the patient presented for study visit with worsening claudication with abnormal abis and arterial duplex us of left leg. Medical management was administered until (B)(6) 2015 when angiography showed 100% occlusion of the long stent complex in the left superficial femoral artery (sfa). The patient was diagnosed with in-stent restenosis. The patient was referred for femoral-popliteal bypass surgery and had this successfully done on (B)(6) 2015.  The event was classified as moderate in severity and definitely related to the index procedure and device related. The event was resolved. At the time of the index procedure, the smart stent was implanted to a single denovo lesion in the femoro-popliteal artery including the entire extent of the superficial femoral artery and the proximal portion of the popliteal artery extending to the medial condyle 3 cm above the knee joint. Greater than 70% diameter stenosis and/or occlusion based on site-determined visual angiography. There were no issues with the study device and the patient was discharged the next day.